Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The reported event (display error) was not confirmed during bench testing. The display was able to display all characters legibly and clearly during test. However, the controller failed visual inspection as the controller's serial port and ps-1 connectors were found loose from the housing, with the o ring gasket displaced. Additionally, ps-1 connector pin#2 was found dirty. All the connectors clicked when connected and remained solidly connected. The controller's functionality was tested and the testing did not indicate any abnormal operation of the controller. An internal inspection did not find any traces of moisture inside the housing. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported controller lcd screen blank. An elective controller exchange was performed and it was stated that there were no consequences to the patient. It was stated that the controller showed no damage and only the screen would show a display. No additional information provided.